Manufacturer narrative:
The actual device has been returned. (B)(4) evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to mishandling. If additional information should become available, a supplemental report will be sent accordingly.

Event description:
It was reported that there was "a cut in the cable." It was unknown to the reporter if the device was used in surgery.  It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available.  It was unknown if injuries or medical intervention were reported.  The date of the event was unknown. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.